Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had displayed multiple error codes during power-up. He confirmed that the unit had successfully passed functional testing. The first alarm observed was the primary audible alarm (bgnd test), followed approximately one minute later by an acu watchdog failure alarm. Verification with him confirmed that the device was running the correct firmware version (v1.6.5). Since the pump passed functional testing, there was no patient involvement or harm.

Manufacturer narrative:
D7a: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.